Manufacturer narrative:
B5-updated information: on (B)(6) 2020 the lens was exchanged with a longer lens and the problem is resolved. H6-health impact code updated. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found haptic deformed. (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -7.5 diopter into the patient's right eye (od) on (B)(6) 2020. The surgeon reports low vault. Reportedly, the lens remains implanted.